Manufacturer narrative:
This event is the second of three events of the same ventilator. During this occurrence the reported problem was not reproduced. An oxygen sensor was replaced as a precaution and the ventilator was returned back in service. The oxygen sensor was investigated and it was found with no fault. Our conclusion is that the problem remained latent and was not resolved. The issue was solved by the third event where the gas modules were replaced. The investigation results and evaluation codes for this event are therefore contained in the MFR report #:8010042-2017-00517 for the third event.

Event description:
It was reported that the ventilator generated oxygen concentration alarms while it was connected to a patient. There was no patient harm. (B)(4).